Event description:
It was reported that the patient presented in clinic for a subcutaneous relocation of the implantable cardioverter defibrillator (ICD) pocket due to chronic pain issues. The physician explanted and replaced the ICD. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.